Event description:
It was reported that during a routine check performed by the customer, it was noted that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not fully charging. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
Getinge's research and development (r&d) concluded that the board was able to properly charge a battery in either slot 1 or slot 2. R&d could not verify the failure. The board will be sent to the supplier for failure analysis as per procedure.

Event description:
It was reported that during a routine check performed by the customer, it was noted that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not fully charging. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result & conclusion code), h10. The nrc received the power management board from the supplier. The supplier stated that they could not confirm customer defect. The board passed testing. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Event description:
It was reported that during a routine check performed by the customer, it was noted that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not fully charging. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and no visual damage was observed. The senior repair technician then installed the power management board into cardiosave test fixture and tested to factory specifications per cardiosave service manual. The ncr could not verify the failure of the batteries not charging. The national repair center was able to charge two batteries with no problem and the board passed testing. The board will be send to getinge's research and development (r&d) for failure analysis per procedure and upon return of the board from r&d, the board will be sent to the supplier for failure analysis as per procedure.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, both batteries, and the 9 volt battery inside of the iabp unit. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The fse advised the customer to charge the iabp unit overnight and to contact him in the morning. The iabp was then released to the customer and cleared for clinical service. The defective power management board has been sent to (B)(6) for failure investigation. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, it was noted that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not fully charging. There was no patient involvement, and there was no adverse event reported.